Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the pt felt stimulation when the mts was not on. The pt experienced stimulation each time the trial cables were connected. Regardless, the trial was a success.